Event description:
Whisper wire would not advance through lumen of medtronic left ventricular lead. Bmw wire used successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).